Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as coding was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedances, oversensed noise, and pacing inhibition on the right atrial (ra) lead. The ra lead was surgically abandoned and replaced. The pacemaker remains in service. No testing was performed via pacing system analyzer during the procedure and no damage was seen on the lead. There were no additional adverse patient effects reported. Additional information was received and this pacemaker was explanted several years after the exhibited behavior due to normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedances, oversensed noise, and pacing inhibition on the right atrial (ra) lead. The ra lead was surgically abandoned and replaced. The pacemaker remains in service. No testing was performed via pacing system analyzer during the procedure and no damage was seen on the lead. There were no additional adverse patient effects reported. Additional information was received and this pacemaker was explanted several years after the exhibited behavior due to normal battery depletion.

Event description:
It was reported that this patient's pacemaker exhibited high out of range pace impedances, oversensed noise, and pacing inhibition on the right atrial (ra) lead. The ra lead was surgically abandoned and replaced. The pacemaker remains in service. No testing was performed via pacing system analyzer during the procedure and no damage was seen on the lead. There were no additional adverse patient effects reported.